Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device was not returned to olympus for evaluation. The customer replaced the lamp and no further issues were reported. As the device was over 8 years old, the age of the device is presumed to be the cause of the lamp failure. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device was not returned to olympus for evaluation/investigation. The customer called olympus service representative to report error message upon startup of the xenon light source relating to the lamp. The olympus representative recommended the user replace the main lamp and provided the user with the necessary part information for ordering. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
It was reported by the customer a xenon light source displayed an error message on the monitor related to the lamp. No additional information was provided. No patient contact/impact was reported.